Event description:
Additional information was received indicating that almost two years later, this lead was partially abandoned due to patient¿s death.

Event description:
Additional information indicated that the patient was seen due to high threshold measurements of 5 volts at .2 milliseconds. There was also muscle stimulation and no capture in any other vectors. The lead was programmed off. It was noted that the physician wanted to replace or reposition the lead; however, the patient declined.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited low intrinsic amplitude and pacing impedance measurements greater than 2000 ohms. The health care professional (hcp) indicated they wished not to receive any more yellow alerts. Boston scientific technical services (ts) discussed that programming the lv lead daily measurements off would eliminate the yellow alerts. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation indicated that body fluid was noted in the entire lead lumen. The field allegation of low intrinsic amplitude and high out-of-range pacing impedance were not confirmed by visual inspection and electrical testing. The lead was severed and only the proximal segment of the lead was returned.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.